Event description:
According to the dentist, the first stage was done without problems. At the second stage and placement of the healing abutment, no problem was detected. But a few days after, the patient presented with inflammation around the implant with intense pain. The dentist removed the healing abutment and cleaned the well of the implant and found the floor of the implant was perforated. The dentist decided for the explantation of the implant, gbr, and to place another implant.